Event description:
It was reported that thirty six hrs following a novasure endometrial ablation on (B)(6) 2012, the pt returned to the hosp with "nausea, vomiting, abdominal pain, and fever". She was given antibiotics. She did not improve and was moved to the intensive care unit (ICU) "with sepsis" and was intubated. On (B)(6) 2012, she had a laparoscopy. "No uterine or bowel perforation or other injuries were found. A hysterectomy was done". The pt improved and was discharged home from the hosp on (B)(6) 2012. On (B)(6) 2012, the physician reported the pathology report indicated "myometrium had acute inflammation with extensive necrosis, greater than 1/2 thickness". Additionally, the physician reported the pt is "currently doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).